Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and sweating. The cause of the peritonitis was unknown. The patient presented to the emergency room, was diagnosed with peritonitis and was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report the patient remained hospitalized and the outcome was not reported. Pd therapy was ongoing. No additional information is available.